Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received failed battery test alarm. It was reported that the customer replaced the battery 8 times, but the device would not restart. It was reported that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The insulin pump was received with unexpected motor error alarmed during bolus delivery due to slight moisture damage on force sensor resistor noted. No unexpected failed battery test alarms, boot up anomalies, off no power anomalies or blank display anomalies noted during testing. The insulin pump passed pump self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test and prime test. The operating currents are within specifications. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.